Event description:
It was reported that the patient was hospitalized after receiving two inappropriate shocks. Noise was seen post shock delivery. Provocation testing was performed with no abnormal measurements. It was also noted that the patient had reported feeling dizzy. An inquiry regarding the case was sent for review to technical services (ts) as possible electromagnetic interference (emi) was suspected. Ts reviewed the episodes and noted that the shock electrogram was pointing towards a fast ventricular rhythm. The device was reprogrammed and remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the patient was hospitalized after receiving two inappropriate shocks. Noise was seen post shock delivery. Provocation testing was performed with no abnormal measurements. It was also noted that the patient had reported feeling dizzy. An inquiry regarding the case was sent for review to technical services (ts) as possible electromagnetic interference (emi) was suspected. Ts reviewed the episodes and noted that the shock electrogram was pointing towards a fast ventricular rhythm. The device was reprogrammed and remains implanted. No adverse patient effects were reported.